Manufacturer narrative:
(B)(4). Batch # t9201f. Device analysis: the analysis results found that the mcm20 device was returned with no damage in the external components; upon visual inspection, a clip was noted to be jammed in the clip track. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the clip was confirmed to be jammed. 15 clips were found inside clip track. No conclusion could be reached as to what may have caused the clip jamming. A manufacturing record evaluation was performed for the finished device lot t40113 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch t9201f number, and no non-conformances were identified.

Event description:
It was reported that during a thyroidectomy, clips not released, partially closed or not closed at all. Set was changed multiple times until a working clip applicator was found (same branch model).